Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and able to clear and rewind the insulin pump. The customer's parent was reported that alarm was occurred after battery change. The customer was advised that the insulin pump will need to be replaced and customer may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.